Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported an accidental needlestick while removing the needle following a whole blood donation. As the operator was removing the needle and initiating the shield, the needle got caught. Per the operator, the jerking motion from the abrupt stop pulled the needle from her hand and it fell down onto the donor's arm, causing a superficial puncture on the donor's arm that resulted in bleeding. The wound was cleaned and covered with a (B)(6). No medical intervention was needed for this event and no laboratory tests were conducted,because the blood exposure was from the donor's own blood. Full donor/patient identifier: (B)(4). The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the collection set was not returned for evaluation. The manufacturing and testing/inspection records were reviewed for this lot. There were no issues noted in the records that would have contributed to the needle stick as reported by the customer. Four retention samples from the reported lot number were analyzed. There were no anomalies, deformations, needle retraction issues noted or experienced with the retention samples. The reported incident could not be duplicated with the retention samples. Root cause: a definitive root cause for the needle getting stuck in the needle guard could not be determined. No issues were identified with the manufacturing records or with the retention samples. It is possible that operational use caused the incident.